Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a millipore extension set did not allow solution to flow through its filter. This occurred during infusion of a non-baxter pump using an infusion pump at the patient's home. There was no report of patient injury or medical intervention. No additional information is available.